Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader on the remote monitor was overheating to one hundred and thrity four degrees. It was noted that the temperature was measured by the patient using a heat gun. The patient was advised to unplug the monitor and not use it. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the remote monitor was returned and revealed that there was no defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.